Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Devise was evaluated. Exterior visual inspection, fail, found damaged window not related to the complaint. A receiver charge and boot was performed and passed. A download of the receiver logs was performed and passed. A review of the receiver logs was performed. No issue in the log was found related to the complaint. Receiver functional tests were performed and passed. Pairing tests were not able to be ran. The receiver case was opened for internal visual inspection. Moisture damage was found. The allegation was not confirmed but the reported event of a pairing failure is reportable based on the finding of moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date received by manufacturer - correction to initial awareness date

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.